Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(4) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 20-may-2022, UDI#: (B)(4) h3 ¿ analysis of the communicator found ¿micro usb port has bad pins and rattler ¿ failed battery charging bench test ¿ tm90 micro usb port/hub is visually damaged (micro usb hub bracket broken and burnt l3).¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported that for the last couple of days they had been having issues with their communicator. The patient stated that they kept getting a message that the communicator battery is low after having it plugged in for hours. The patient tried 3 different chargers but that had not resolved the issue. A replacement communicator was requested from the repair department because the device won't stay charged. No patient injury reported.